Event description:
Pt had saline breast imlants surgically implanted bilaterally on 4/1/94. On 4/5/94, the right implant was removed and replaced because it had deflated. When reported to risk mgmt on 7/20/94 it was initially classified as a voluntary report because the condition was not life-threatening and did not require intervention to prevent permanent impairment. After discussion with FDA, a mandatory report is deemed because device failure involved an invasive procedure, regardless of the reason for the procedure. This interpretation contributed to the report being made on 7/27/94.